Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replace endoscope controller (ec) to solve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and artemis logs were able to confirm errors 1153 and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, the quad 10gbps small form-factor pluggable (qsfp) attached to the dual camera interface board (dcib) was found loose, possibly related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors pinged related to the original complaint were found. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the site was experiencing error #1153 on the robot. Isi technical service engineer (tse) confirmed the error in the system logs and indicated that the fault was likely to return, as it had been persistent. Tse informed the caller of the recurring nature of the issue. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure outcome was aborted with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to patient involvement. Ports were not placed. The surgery was moved to another room.